Event description:
It was reported the patient was shocked nine times due to oversensing of noise. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise and varying ventricular impedance from the 400s to 2288 ohms were seen. Other text: it was reported the patient was shocked nine times due to oversensing of noise. The lead was replaced. No further patient complications have been reported as a result of this event. No conclusion can be drawn; interference oversensing shock, inappropriate.